Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The initial implant date for the devices involved in this event was not provided. A review of invoice history found two possible invoices. The specific identification of the device involved in this event cannot be determined.  It could be: lot # - 156490; expiration - nov 19, 2025; (B)(4); implant date - (B)(6) 2016; manufacture date - nov 22, 2015. Or it could be: lot # - 007220; expiration - oct 31, 2024; implant date - (B)(6) 2015; manufacture date - oct 18, 2014. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01528 and 0001825034-2017-01738.

Event description:
It was reported that a patient underwent hip revision due to dislocation approximately 10 months post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Review of the x-ray noted the cause for revision was not able to be identified. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.